Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a ruptured saccular aneurysm located at the a1-a2 segment of the right anterior cerebral artery, bleeding from the ruptured aneurysm occurred. The first coil was implanted without complications; however, when the second coil was implanted, tension developed, displacing the microcatheter and causing rupture of the aneurysm, which resulted in hemorrhagic stroke and active bleeding. The bleeding was stopped by completing implantation of the coil and placing three additional coils. Heparin was reversed, and imaging controls were performed to confirm sealing of the aneurysm. The patient experienced temporary injury, with prognosis reserved due to pre-procedure bleeding. The aneurysm max diameter was 4mm, and the neck diameter was 3mm. The patient's blood flow was normal, and the vessel tortuosity was minimal. The devices were prepared according to the instructions for use (IFU). Ancillary devices included an sl-10 microcatheter, synchro guidewire, terumo 8f sheath, neuron 088 and sofia 6fr guide catheters.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause of the catheter displacement was determined to be tension in the microcatheter. There was significant tension because, upon reaching the aneurysm with the coil, the system felt so rigid that the coil would not deploy within the aneurysm, generating tension. During the initial ascent, no friction was felt; the tension was experienced when the coil reached the distal segment.